Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported device malfunction, caused damage to another device, could not be tested as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported difficulties appear to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, additional information indicates the proximal shaft of the 4.8 x 19 graftmaster separated during removal of the stent delivery system.

Manufacturer narrative:
(B)(4). The 4.80x19mm graftmaster device referenced is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a perforation in the right coronary artery. A 4.0x19mm graftmaster covered stent was successfully implanted, sealing the covered portion of the perforation, however the perforation was very large and the graftmaster was not long enough to cover the entire perforation. The 4.8x19mm graftmaster covered stent was advanced and deployed distal to the previously implanted graftmaster. During removal, the balloon of the 4.8x19mm graftmaster stent delivery system got stuck on the previously implanted graftmaster covered stent and stretched. The tip of the delivery system then separated. It is unclear whether or not the 4.8x19mm graftmaster covered stent successfully sealed the perforation. Pericardiocentesis was performed and then the patient was sent to surgery for coronary artery bypass graft (CABG), during which the separated tip of the 4.8x19mm graftmaster was removed. Although there was a clinically significant delay, post-procedure the patient is doing well. No additional information was provided.